Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reason for the surgery was to revise the proximal body of the reclaim hip revision. The tool that is used broke while the surgeon was using it. He felt the reason for it breaking was because the proximal body was had integrated into the stem as it had been in the patient for a year. He is a very experienced surgeon and had used this instrument before.

Manufacturer narrative:
The complaint states the reason for the surgery was to revise the proximal body of the reclaim hip revision. The tool that is used broke while the surgeon was using it. He felt the reason for it breaking was because the proximal body was had integrated into the stem as it had been in the patient for a year. He is a very experienced surgeon and had used this instrument before. I do require replacement of these instruments ungently as this is the only one the hospital have and I don¿t want it to impact on emergency patients. Beth from the consignment team cant release these instruments until you let her know she can. During the case the disassembly collet 297500715 broke while in use. There are six indented bit on it that attach to the implant five of them broke. The disassembly collet got stuck on the disassembly body 297500700, that is why we needed both bits replaced a complaints search identified previous complaints for this failure mode however the root cause were undetermined. A lot specific search could not be conducted as no lot numbers were provided. It should be noted that no device was returned. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.